Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found a partial lead was returned for analysis in two segments. External insulation abrasion was noted at 36.0-36.3 cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 11.8-14.1 cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 17.5-19.8 cm from the distal tip. Internal insulation abrasion was noted at 9.5-11.2 cm from the distal tip. The etfe coating was abraded at these locations.

Event description:
This report is to advise of an event observed during analysis.